Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the surgeon side console (ssc)touchpad had an inverted image. The intuitive technical support engineer (tse) was contacted for assistance. The surgeon used second ssc. While using the system, the image reverted back to normal and site could use both sscs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The touchpad was removed and replaced for precaution. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touchpad was installed to pca xi system, it powered up normal. It passed calibration. Image was good. Touchscreen functionality was good. System was kept idle for 30 minutes, power cycled for hours. The complaint was not confirmed based on failure analysis.